Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with an unknown amount of insulin during the load sequence. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg. A new cartridge was loaded to resolve the issue.